Event description:
It was reported that on 09 july 2024, a 23mm regent aortic mhv, flex c uff was selected for an implant. During the procedure, the device was attempted to be implanted. However, the leaflets did not deploy properly. The movement of the leaflet was not as smooth as usual, and it was stiff. The regent was removed and a 22mm non-abbott device was used instead to continue and complete the procedure with no adverse patient consequences. Patient condition is stable.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve not coapting well was reported. A more comprehensive assessment, including hydrodynamic testing to evaluate valve function could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.